Event description:
It was reported that the programmer's screen flickered and that it was slow. The programmer was returned for service. It was analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer's screen flickered due to a display board connection was loose and the display was out of electrical specification. It was also noted that the boot time was long, as a result the hard drive was reconfigured and the software was reloaded. Also, the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board. (B)(4).